Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the nurse confirmed that the needle detached from the suture.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of thirty-four devices. The visual inspection of the samples had acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported condition was an improperly made code along with an improper execution of in-process controls for material assignment. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the nurse confirmed that the needles detached from the sutures. Another product was used in order to complete the case. No patient involved.